Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during surgery it was noted that the edge of the impactor handle thread was damaged. Was hard to tell in surgery but discussed with scrub nurse and had labelled and put to one side by the scrub nurse. Discussed with theatre lead to not use from this point on and I would collect after sterilization and would organize replacement. Have agreed to this. Have a spare handle to use in the meantime. Am awaiting to hear from the theatre nurse that the impactor is ready to collect. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pinn straight cup impactor was severely cross threaded from the distal tip. The observed condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip is fully seated into the cup. Therefore, potential cause can be traced to unintended use error. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
During surgery it was noted that the edge of the impactor handle thread was damaged.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. What was the exact allegation against the device? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? The complaint raised was that the thread was worn on the end that holds the cups/ trails / impactor heads. 2. Was there a surgical delay? If yes, what is the duration of the delay? No surgical delays as they had a spare that was used. 3. Was there any adverse consequences that affected the patient because of the reported event? There have been no adverse consequences reported following the event.